Event description:
A repair request was sent reported with an issue of " the content tip adhesive peeling " ( forceps/instrument channel malfunctions). The issue found during an unknown event. No harm reported. No patient harm, no user injury reported due to the event. Device evaluation found gap between distal end and forceps raiser holder (forceps riser internal joint part protruding). In addition, insufficient adhesive in screw holes of distal end was observed. This report is being submitted for gap between distal end and forceps raiser holder and insufficient adhesive in screw holes of distal end (defects of distal end, gap of adhesive on the distal end, dirt can enter inside through the gap ).

Manufacturer narrative:
Address- establishment full address name is (B)(6) hospital. The subject device was received and evaluated. Device evaluation found the reported issue of "the content tip adhesive peeling " ( forceps/instrument channel malfunctions) was not confirmed, not reproduced , however, a gap between distal end and forceps raiser holder (forceps riser internal joint part protruding) and insufficient adhesive in screw holes of distal end were observed. Adhesive on a-rubber(insertion section) noted detached. Furthermore, the following defects were identified during device inspection: due to a pinhole on a-rubber, water tightness is lost. The angle wires noted stretched due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of u/d knob is out of the standard value. Crack of adhesive on a-rubber noted. Adhesive on a-rubber has a crack. There is a chip in adhesive area between acoustic lens (pink probe unit and ultrasound probe. Switches- (sw3) has a cut. Sw1 has a scratch. Connecting tube has a dent and scratch noted. Objective lens has a crack. Image guide (ig) protector has a scratch. Grip has a scratch. Objective lens has a chip. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. Olympus will continue to monitor field performance for this device.